Manufacturer narrative:
Investigation pending.

Event description:
A variance was reported between inratio inr results. The results were as follows: on (B)(6) 2016: 1st inratio test=1.0, retest=2.4. The reported therapeutic range: 3-4. The patient's coumadin dose was held for the last 'several days' due to previous results: on (B)(6) 2016 inratio=>7.5; on (B)(6) 2016 inratio=7.2 and lab inr=8.4.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 385358a meets release criteria. The product performed as expected. A review of the manufacturing records for lot 385358a did not uncover any non-conformances. The lot met release specifications. Unable to determine the root cause of the complaint with the available information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.